Manufacturer narrative:
Evaluation summary: the analysis results for the msm20 instrument found that it was returned with the cartridge cover broken off. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another like device was used. No patient consequence.